Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs revealed that there was a communication error which was preventing the trajectories from being properly recognized by the motion controller and thus moving the arm on to trajectory. On the ui, the user can be seen selecting active implants but the trajectories are never recorded. The root cause for this communication error could not be determined from the case logs that were provided. The overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand during surgery.